Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with phrenic nerve stimulation. Interrogation noted that the atrial lead was the cause of the stimulation. An x-ray revealed the lead had dislodged. Lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.